Event description:
Literature: dudding tc, pares d, vaizey cj, kamm ma, comparison of clinical outcome between open and percutaneous lead insertion for permanent sacral nerve neurostimulation for the treatment of fecal incontinence. Dis colon rectum. 2009;52(3):463-468. Summary: prospectively collected data were analyzed for 48 patients who had undergone permanent sacral nerve stimulation for fecal incontinence at a single institution between 1997 and 2006. Group 1: 18 patients were implanted with a stimulation electrode lead that was placed under direct vision during an open surgical procedure. This lead was sutured using an anchor to the periosteum of the scrum. Group 2: 30 patients were implanted with a stimulation electrode lead percutaneously via an introducer under radiological guidance. This study could not conclusively demonstrate any significant difference in clinical efficacy or complication rate between the two groups. It was reported that the patient experienced a wound infection. The infection was successfully treated with antibiotic therapy without device removal. Refer to manufacturer report number: 2182207200903704.

Manufacturer narrative:
See scanned pages.